Event description:
It was reported per a field service report: pump was on pt. Symptom - miscellaneous catheters issue. Not triggering (timing) on fo (fiber optic). Maybe dropping off at times. Findings/actions taken: battery and fo connector on site due to up coming preventative maintenance (pm). Biomed replaced both (did not check old connector before replacing). Pump passed pm and returned to service. Additional info received from the field service engineer stated received a call from the biomed who said that they had a pump that was giving them timing/triggering problems using the fiber optics in auto mode while on pt. He said that they put another pump on the pt and had no further problems. He also said that there were no pt complications in switching out the pump. When he received the pump to work on, he replaced the fiber optic connector and battery before he checked it out because it was due for a pm. The pump then checked out ok. Because he couldn't find a problem and that staff filed an incident report, he would like to send the catheter and fiber optic connector in to us for evaluation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.